Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages, arrhythmia alarms) has been confirmed. As received, the electrode belt had an open black pulse wire in the trunk cable connector. The root cause for the open wire was excessive force. The device is designed to meet the mechanical requirements of iec 60601-1. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing excessive "adjust belt" and "check therapy pad" messages and arrhythmia alarms.